Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6fr sheath in the left common femoral artery. Following the deployment, the pt experienced pain in the groin. An ultrasound confirmed a pseudoaneurysm. Treatment consisted of ultrasound guided compression. No further complications were reported.